Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the right atrial lead exhibited noise. The patient presented on (B)(6) 2018 for normal generator replacement procedure. Noise was reproducible on the lead prior to the procedure. During the procedure, the lead exhibited damage. The lead was explanted and replaced. The patient was stable throughout the procedure.